Manufacturer narrative:
Concomitant products: product ID 8596, serial # (B)(4), implanted: (B)(6) 2006, product type catheter; product ID 8709, serial # (B)(4), implanted: (B)(6) 2003, product type catheter. (B)(4).

Event description:
It was reported a volume discrepancy occurred. It was noted it was not the patient¿s first refill since implant. The actual residual volume was 20ml and the expected volume had been 2.7 ml¿s. The patient reportedly experienced withdrawal ¿at some point.¿ it was noted the patient was on oral medications and had ¿issue with reservoir¿ (refer to manufacturer report # 3004209178-2013-12564) so the reporter was unable to correlate time frame to the discrepancy. The only event the health care provider (hcp) saw in the logs was a motor stall that occurred at ¿7:30¿ and recovered at ¿8:05¿ due to an MRI. Timeframes were not provided. The reporter planned to discuss with the patient¿s hcp the next steps for troubleshooting. The device system was currently used to deliver morphine. Additional information has been requested, but was not available as of the date of this report.